Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an esophageal stenting treatment procedure, stent damage and additional intervention was required. The target lesion was an area of stenosis 10cm under the cricoid cartilage. The lesion was predilated with an unk sized cre balloon dilation catheter. A 7cm cover - distal ultraflex covered esophageal stent had been selected and during the unpacking of the device, it was noticed that the packaging was damaged. Visual examination of the 7cm cover - distal ultraflex covered esophageal stent revealed that the stent appeared "bent in the same place where the plastic box was broken". The physician decided to use the device because "the pt was in the operating room". While attempting to advance the 7cm cover - distal ultraflex covered esophageal stent to the target lesion, the device "did not perform well" and the procedure was aborted. There were no pt complications reported with the pt's current condition listed as "stable". The procedure was scheduled to be completed the following day with another 7cm cover - distal ultraflex covered esophageal stent.